Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pcb 5.00mm / 2.0cm / 90cm was returned for analysis. Based on potential root causes identified, the following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 6mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.